Event description:
It was reported by the patient that they went to the hospital. The patient was in the hospital 9 days. The patient gave no further information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.